Event description:
It was reported that tip was hard to shape that delayed the treatment and abandoned the procedure. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip guidewire guide catheter was used, however, during the procedure the tip was hard to shape that resulted to delaying the treatment and cancelled the procedure. There were no complications reported and the patient is in good condition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).